Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 7:30 am with blood glucose over 450 mg/dl. Customer was hospitalized because they had high blood glucose reading. Customer had chest pain. Customer was treated in the hospital. High blood glucose reading started on (B)(6) 2017. Customer current blood glucose was 450 mg/dl. Customer blood glucose at the time of the incident was 600 mg/dl. Customer was wearing the pump at time of hospitalization. The hospital name (B)(6) hospital. Infusion set was changed on (B)(6) 2017. Customer did not mention air bubbles or leaks. Customer cannula was bent, the cannula issue increased the high blood glucose reading. Drive support was normal. High pressure test was not performed. Customer did not check insulin pump setting. Insulin pump will not be returning for analysis.